Manufacturer narrative:
The user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 423 mg/dl. During system check with tandem technical support there were air bubbles and gaps along the tubing. In addition, customer reportedly used cold insulin to fill cartridges. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.